Event description:
Medtronic received information regarding a guidance system. It was reported that with the new guidance system was consistently off by 3.6mm. The surgeon decided to stop using system for patient safety and aborted the procedure. There was no impact to the patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA: 624392. H3, h6: the exports/logs were returned for clinical analysis. The analysis determined that the complaint was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.